Event description:
It was reported that prior to a nissen fundoplication procedure, the ace36p shears were attached. The generator was switched on and the test cycle was initiated. Immediately, the generator gave the error code 5 instrument error. The instrument was retorqued and tested, the same thing happened again. A second instrument was tried with the same result. An lcsc5 was put on and the case proceeded as normal. No pt consequence.

Manufacturer narrative:
Instrument b: batch# c9cj0z; expiration date: 5/20/2011; device MFR date: 6/20/06.